Event description:
User experiencing low sodium pt and control results while running a batch of 13 pt samples. User said they had reported out low sodium results for four pt samples, which when repeated, resulted higher. Of the four pt examples provided, only the following pt example was determined to be discrepant. Initial result gave 129; repeat gave 135 mmol per l. Corrected reports were issued and patients were not treated nor harmed based on the initial results reported. User changed the ise mix tower and recalibrated which improved the performance of the assay. User agreed a service visit was not required at this time, adding that they will closely monitor results.